Event description:
Health professional reported allegedly the lap-band device was explanted without replacement due to "esophageal dilation." An "upper gastrointestinal (ugi)" was conducted that "demonstrated esophageal dilation and dysmotility (dysmotility)." Additional info has been requested from the surgeon, but has not been received at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Based upon the implant date and band type provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Additional info including the device serial number has been requested from the reporter but has not been received at this time. Esophageal dilation and esophageal dysmotility are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of esophageal dilatation as follows: "esophageal distention or dilatation has been infrequently reported. This is most likely a consequence of incorrect band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting, pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation." Device labeling addresses the reported event of esophageal dysmotility as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...esophageal dysmotility."